Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that if they have a drug in the clinical worksheet and then afterwards they want to adjust the dose to e.g. -10% then it could result in being 50% instead. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product that only occurs in a specific instance and these particular work flows are not considered to be common. The problem occurs in the following situation (all conditions must be true): if it is a dose basis based on a whole # it does not occur - the majority of medications are dose based with whole numbers. The dose adjustment window must be opened for an order that does not yet have a dose calculated - if the dose is adjusted manually from the order details window the problem does not occur. The user must select a percentage dose change to reduce the dose. The problem will only occur if one of the pre-configured percent dose reduction buttons are selected. It does not occur if the user selects to type in the actual percentage dose to reduce by. The defect will be monitored and re-evaluated based on the post market data.